Event description:
Explanted aicd generator. Pt demanded removal and replacement based on newspaper article. Explanted unit was operational and within acceptable parameters per the physican. The MFR had initiated a recall notification to the dr.